Event description:
(B)(6), prosthetic eye made by (B)(4) kolberg ocular products causing electrocution in (B)(6) on (B)(6) 2024 at (B)(6) hospitalized at (B)(6) hospital appointment dates (B)(6) 2024.

Event description:
Additional information received from the reporter on 10/22/2025 for a report #mw5170425. Referral from dr (B)(6), (B)(6) 2024, (B)(6). Medicated medical device to prevent ptsd and to give a better appearance. (B)(6) prosthetic eye made by (B)(6) on (B)(6) 2024 at (B)(6). Hospitalized at (B)(6). [(B)(6) malpractice] appointment dates (B)(6) 2024. (B)(6) /ocularist is a specially trained technician who works with doctors as part of a patient health care. He's contracted with (B)(6).